Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.the grasping section was closed without grasping any tissue while the output was activated in seal & cut mode (including after tissue resection), leading to wear on the tissue pad. 2.due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3.the output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. 4.force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. Therefore, an error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip exhibited a cracked probe and a worn tissue pad. There was no patient involvement.